Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed that the image was not displayed because the user applied excessive force while handling the cable, and this made the cable disconnected and caused communication failure.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus on (B)(6) 2021, it was found that no proper image was shown due to the camera cable defectiveness, only test patterns such as color bars were visible on the screen instead. There was no report of patient injury associated with the event.